Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the flow sensor module did not have flow indication. The back flow alarm came on momentarily and the green light on the module went from green to red and back to green. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr verified the flow module light emitting diode (led) was green after system power-up. The fsr attached a test loop to the drive motor and verified there was no flow indicator on the display; only "----" appeared on the display. The fsr replaced the suspect flow module and verified unit performed to manufacturer's specification. Investigation is in process, but not yet completed.